Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the limited customer care advocate (cca) documentation since the patient was unwilling to answer some questions and did not want to receive any follow-up calls about the alleged issue. The patient reported that on (B)(6) 2018, she obtained an alleged inaccurately high blood glucose result on the subject meter of ¿130 mg/dl¿. (Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy). The patient manages her diabetes with toujeo insulin which she self-adjusts. She reported that after obtaining the alleged inaccurate result, she followed her usual diabetes management routine and administered 2 units of toujeo. She reported that an unknown time later, she developed symptoms of ¿chills and shaking¿. She was unwilling to say whether she received any treatment for her symptoms. At the time of troubleshooting, the patient confirmed that the meter had been set to the correct unit of measure. She also confirmed that her test strips were within expiry date and had been stored correctly. She did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Chills and shaking, after obtaining alleged inaccurately high blood glucose results on the subject meter.